Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va1ndyb serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient said that they had lead fractures and that when they checked the internet it was shown there were issues with leads and fractures. The patient said they were put in the hospital for two months, and today was their last day. The patient was doing well. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient also had increased tremors and impedances over 16 ,000 ohms on their left stn lead at a (B)(6) 2018 visit. The event resolved on (B)(6) 2018.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1ndyb, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1ndyb, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the rep received a text message from the hcp. They reported an oor message on the tablet. The patient had high settings and multiple electrodes programmed. The patient was in voltage mode. The clinician said some impedances were yellow on the tablet. They also stated that therapy was good. Additional information was received from the patient and they stated that the cable broke in the device. The caller then clarified the lead broke twice in their body. The caller stated they needed surgery again and they were really scared. The caller stated they didn¿t not know why it broke but thought they needed to make more durable leads. The caller should continue working with the hcp. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va1j3a9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, lot# va1ndyb, implanted: (B)(6) 2018, product type: lead. Device information corrected to include appropriate leads and implant/explant dates based on event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient had surgery in september to resolve the broken lead. Their impedances were slightly high however the patient had therapeutic benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was an increase in tremor secondary to the lack of stimulation from the fracture. No further complications were reported as a result of this event.